Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient fell on a hard wood floor about 4 weeks ago. Patient fell right where the stimulator was located on her body. She had also dropped the controller on the floor while she was in bed twice. The battery compartment door came off but they were able to reattach the door and the controller did not appear physically damaged. She noticed the controller vibrated in her hand when she made adjustments. She had felt strong stimulation at times, for example while she was laying bed it felt like she was electrocuted. No further complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the felt strong/electrocuted was that she laid down in bed. The patient reported that she turned it off and it runs ok now. The patient was going to have a rep come check the device. No further complications were reported.